Event description:
It was reported the patient last charged the ipg over a year ago. In turn, the ipg was unable to communicate with external devices. As a result, the patient had their ipg explanted and replaced. Issue resolved.